Event description:
It was reported that the pump battery could not be charged. Reportedly, one of the pins inside the usb charging port of the pump was damaged. Blood glucose was not impacted. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event.